Manufacturer narrative:
It was reported that when attempting to inflate the cuff on an endotracheal tube, it "wasn't holding air and/or maintaining a pressure". The customer reported when a new device was obtained the cuff was able to "maintain air and pressure". Due diligence has been completed. No additional details are available related to the customer reported issue. Despite multiple good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. No additional information is available. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that when attempting to inflate the cuff on an endotracheal tube, it "wasn't holding air and/or maintaining a pressure".